Event description:
It was reported that this lead exhibited micro dislodgement. There was no further information as of the moment. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.